Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with an infection and a large lump that extended beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the arm. The patient reported that at approximately 6:00 am, he woke up due to an alarm from the receiver indicating ¿replace sensor.¿ the patient did not check blood glucose via fingerstick at that time and proceeded to remove the sensor. Upon removal, the patient noted a severe infection at the insertion site, extending beyond the sensor patch perimeter, with notable discoloration and a large lump. The patient stated that he works as a medical clerk at his doctor¿s clinic and showed the affected area to a nurse at work, who advised him to consult a physician. As the doctor was unavailable that day, the patient was evaluated the following day, 03/16. During the consultation, the doctor performed a physical examination by palpating the affected area and subsequently prescribed an oral antibiotic doxycycline hyclate 100 mg tablets. The patient was given 20 tablets and was instructed to take one tablet orally twice daily for 10 days. The patient reported completing the full course of the prescribed medication and noted that improvement began after approximately 1.5 days, with the infection progressively resolving prior to completion of the treatment course. No other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).